Manufacturer narrative:
19-dec-2025 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Injured: mouth [mouth injury]. Toothbrush broke... Fell out of mouth - oral-b power care refills [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer contacted via phone and stated that while brushing, the brush did not snap into place, broke off mid-brushing, and caused injury. No serious injury was reported. Follow up (03-dec-2025) - concomitant product updated, batch lot no. Added. Follow up (19-dec-2025) - product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Injured - mouth [mouth injury] toothbrush broke... Fell out of mouth - oral-b power care refills [device breakage] case narrative: consumer contacted via phone and stated that while brushing, the brush did not snap into place, broke off mid-brushing, and caused injury. No serious injury was reported. Follow up (B)(4) 2025) - concomitant product updated, batch lot no. Added.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Injured - mouth [mouth injury] toothbrush broke... Fell out of mouth - oral-b power care refills [device breakage] case narrative: consumer contacted via phone and stated that while brushing, the brush did not snap into place, broke off mid-brushing, and caused injury. No serious injury was reported.